Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll field representative evaluated the device at the customer's site. The field rep confirmed that the report was due to the biomed not properly reconnecting a system interconnection display ribbon cable following a recent preventive maintenance on the device. Once the ribbon cable was reconnected the device worked properly. The device was recertified. This claim was attributed to an attempted repair by the end user. Analysis of reports of this type has not identified an increase in trend.